Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic after receiving a patient notification alert, upon device interrogation, high, out of range, high voltage lead impedance issue was observed on the rv lead. Lead impedance issue has varied over the past three months. No intervention was planned. Patient will continue to be monitored. No further information available.